Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline failed to open. The device was not in a bend, more than 50% had been deployed, re-sheathing was done two or less times, and no additional steps/interventions were done to open the device. A replacement pipeline was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the right cavernous ich with a max diameter of 30mm and a 25mm neck diameter. It was noted the patient's vessel tortuosity was severe, and post-procedure angiographic results were sufficient. Ancillary devices include a neuron max, phenom 27.